Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2017-jun-28. It was reported that the patient had been on the same baclofen dose since (B)(6) 2013 (1mg/ml) and the patient's other medications including morphine had not changed either. The patient had reportedly been in pain management for years with neck and back pain. It was noted that the patient wanted the pump put in because it worked for her sister. The patient reportedly felt great using the pump. The last refill was in (B)(6) 2017, and the patient was admitted in (B)(6) 2017. The patient was reportedly fidgety at that time. It was noted that the patient reported that "the pump was leaking and she was feeling funny," but when the patient came in everything was fine and the readings were exactly where they were supposed to be. When the patient was admitted, her sugar levels were "40 or 50 or 60." It was confirmed that the patient's pump was emptied and filled with saline. The patient was reportedly observed for 5 days, and all of her labs were normal. It was confirmed that the patient's blood sugars were "tending low," and it was confirmed that the patient was given hydrocodone. It was insisted that there was no adverse event related to the baclofen. It was noted that the patient was seen on multiple unknown dates, and that the patient was doing fine and had no problems, just some little aches and pains. Overall it was noted that the pump did wonders for the patient. Additional information was received from a hcp on (B)(6) 2017. It was stated that the reported hospitalization was due to the patient's blood sugar level problems. It was also noted that after the patient's pump was initially implanted, the patient was late for a follow-up appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-aug-31. It was reported that the consumer were being treated by another physician. The consumer did not know the cause of the reported withdrawals nor what was done to resolve the withdrawals. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that when the patient's pump was drained, the patient was given some kind of pain meds and then later (maybe 1 day later), the hcp reportedly came to the patient's room and screamed at her. The hcp reportedly asked the patient if she told them to give her pain meds.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving unknown baclofen (1.0mg/ml at 0.1803mg/day), morphine (5.0mg/ml at 0.9016mg/day), and bupivacaine (0.1mg/ml at 0.10803mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that starting at the end of (B)(6) 2017, the patient thought something was going wrong with the pump because she started experiencing severe pain. The patient's blood sugar was dropping at the same time the pain occurred, but it was noted that the blood sugar dropping had nothing to do with the pump. The patient reportedly went to the emergency room (ER) to get the pump checked as instructed by her managing healthcare provider (hcp). The hcp then saw the patient and asked if the patient received morphine from the ER. The patient reportedly denied requesting drug from the ER, but the hcp took all of the morphine out of the pump and filled it with saline (note: this conflicts with previously reported information suggesting that other medications were in the pump at the time of the event). It was clarified that all drug was removed from the pump reservoir. The patient was reportedly given oral hydrocodone (10mg every 8 hours) to manage the pain, and went through withdrawals once the drug was removed from the pump. The onset of reported symptoms was noted to be sudden. It was additionally reported that the patient had problems with her managing doctor, and requested additional physician listings. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.